Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) and a viperwire advance coronary guide wire with flex tip was attempted to be used for treatment of 90% stenosed, heavily calcified and heavily tortuous lesion in right coronary artery (rca) number two. The vessel was primary wired with non-abbott guide wire which was exchanged with viperwire. The viperwire was delivered to distal rca number four artery. There was mild wire bias. The oad was spun on low speed to treat rca number two, but the crown reached the distal rca number four artery. When the oad was retracted, the viperwire was observed to be fractured. It is believed the fracture occurred when the crown temporarily moved to an opaque area during angiography. The fractured component was snared. A new viperwire was used to continue. The procedure was completed with no adverse patient consequences. In the opinion of the physician, it is possible the viperwire fractured due to oad crown jumping and making contact with viperwire tip. The physician has no concerns about potential long-term risk outcomes.

Manufacturer narrative:
D4: a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) and a viperwire advance coronary guide wire with flex tip was attempted to be used for treatment of 90% stenosed, heavily calcified and heavily tortuous lesion in right coronary artery (rca) number two. The vessel was primary wired with non-abbott guide wire which was exchanged with viperwire. The viperwire was delivered to distal rca number four artery. There was mild wire bias. The oad was spun on low speed to treat rca number two, but the crown reached the distal rca number four artery. When the oad was retracted, the viperwire was observed to be fractured. It is believed the fracture occurred when the crown temporarily moved to an opaque area during angiography. The fractured component was snared. A new viperwire was used to continue. The procedure was completed with no adverse patient consequences. In the opinion of the physician, it is possible the viperwire fractured due to oad crown jumping forward and making contact with viperwire tip. No resistance was felt when advancing the oad. The physician has no concerns about potential long-term risk outcomes.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported unintended system movement that caused damage to another device appears to be related to operational context. In this case, it is likely that the crown jumping and resulting damage to the guide wire is due to device placement or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. Updated: g3, g6, h2, h6. H6: codes 4755, 4118, 3233, and 11 no longer apply.